Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the insertion tube was buckled at a position approximately 8 mm from the tip. The coil sheath was deformed, and a hole in the outer tube. The needle tube was caught in the buckled area at the tip of the insertion tube and could not be ejected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus, and surrounding organs. The scope was forcefully pushed into the patient's body while the sheath was pressed against the tissue, causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle was caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. However, a definitive root cause could not be identified. This issue in the instructions for use (IFU): (drawing number (B)(4) revision number 14). Take the instrument out of the tray by holding the sheath so as not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of the needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated; this could damage the endoscope and this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before inserting this instrument into the endoscope. Otherwise, this could damage the endoscope and this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and endoscope. Do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break. Do not force the distal end of the insertion portion against body cavity tissue; this could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during the surgery, the aspiration needle protruded about 1 cm from the tip of the sheath, causing a pinhole in the scope. The issue occurred during a diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.